Event description:
A us distributor contacted zoll to report that a german patient passed away on (B)(6) 2021 while wearing the lifevest. Review of the patient's download data revealed that prior to passing, the patient received two appropriate treatments from the lifevest. At 11:46:46, the first treatment was delivered while the patient's rhythm was vf. The post-shock rhythm was sinus bradycardia at 30 bpm. At 11:48:50, the second treatment was delivered while the patient's rhythm was vf. The post-shock rhythm was vf with motion artifact and lead falloff. The motion artifact prevented the lifevest from delivering a subsequent treatment. The electrode belt was disconnected at 11:59:21.

Manufacturer narrative:
The electrode belt and the monitor have not yet been recovered from the field. Device evaluation included review of downloaded software flag files on the day of the event. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the patient's passing.